Event description:
Three shot series of synvisc into my right knee. Third shot given at 9:00 am. By 2:00 pm of the same day, I could not bear weight on the leg. Called doctor's office. They said this happens sometimes. Recommended nsaid. As evening went on, pain was excruciating. Next day called doctor's office with no improvement, but total inability to walk or bear weight. By 2:00 pm on (B)(6) 2012, doctor's office recommended ed at hosp. No infection noted. "Not much they could do." Ed doctor gave me a shot of toradol for inflammation and dilaudid for pain. Both helped within 2 days. Needed leg stabilizer and walker to ambulate. On (B)(6) 2012, pain not totally gone, but noticed other joint areas feeling very achy. From (B)(6) 2012, debilitating pain in all major joints. Tried home rx, but nothing helped. Length of pain and no response to otc was concerning. I wondered if the synvisc didn't get into my other joints and cause such discomfort. I am very active (walk, bike, strength and endurance workouts, 2x each week). All of my activity was compromised by the pain. I even had extensive bloodwork done to rule out lyme disease or anything else that might have coincidentally happened at that time. Since (B)(6) 2012, I have regained most of my ability to be as active as I was before. My question will remain regarding the synvisc shot. Is that what caused my problem? I am trying to avoid surgery/replacement. I stay as active as I can in order to do that. Your response to my injury will be greatly appreciated. Thank you. This was my second time trying the synvisc shots. The first time was in 2010, when I was experiencing significant pain and inabilities with my knees. After numerous shots of cortisone, I agreed to the synvisc. The treatment lasted me almost a year and a half with very good results, so in attempting to get that same result I was extremely disappointed and will not repeat the shots. I just can't risk such pain again if it doesn't work. Dates of use: (B)(6) 2010 - (B)(6) 2012 and (B)(6) 2012. Event abated after use: yes. Diagnosis: osteoarthritis.